Event description:
A customer reported experiencing a past high blood glucose event, with the highest level displayed as "high" but not a specific value. Cause was not known. The customer managed the situation by administering a correction injection using multiple daily injections. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.